Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Clinical narrative: an impella rp flex device was inserted via the right femoral vein in a 28 year-old female patient presenting with acute myocardial infarction complicated by cardiogenic shock. The patient¿s clinical state prior to initiation of support was society for cardiovascular angiography and interventions (scai) shock stage e. The patient was additionally noted to be on vasopressors and inotropes for hemodynamic support. Upon pump start, an immediate pump stop was observed. Following 3 attempts to restart the device, the automated impella controller was exchanged. Subsequently, another pump stop alarm occurred, and the decision was made to exchange the impella rp flex device. A second impella rp flex device was inserted and operated without further reported issues. The activated clotting time was reported as 296 seconds. The guidewire had been completely removed prior to pump start. No thrombus was observed. The patient was reported to have a history or presence of deep vein thrombosis and evidence of end-organ failure at the start of the case. The original impella rp flex device was exchanged for a second impella rp flex device without any observed impact on the patient¿s hemodynamic status. The replacement device functioned as intended following insertion. The patient remained on impella rp flex support at the time of reporting.